Event description:
Complainant alleged that while attempting to defibrillate a pt (gender unknown), the device would not discharge. The clinician was able to obtain another set of internal handles and defibrillate the pt. There was no indication that there was any adverse effect to the pt as a result of the reported malfunction.